Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern, - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 232, 148, 124, 135 and 142 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-116 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 04/24/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set; all am results): result 1 : 232 mg/dl date: (B)(6) time: 08:17 am fasting result 2 : 148 mg/dl date: (B)(6) time: 07:46 am fasting result 3 : 124 mg/dl date: (B)(6) time: 08:09 am fasting result 4 : 135 mg/dl date: (B)(6)time: 08:08 am fasting result 5 : 142 mg/dl date: (B)(6) time: 08:16 am fasting.